Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the fastening pins on the guide rails of the module were broken, and with further handling of the patient monitor, the module fell. No patient harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.